Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgery on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a left groin incision was made. A large cord lipoma was noted along the lateral aspect, dissected and excised. A large incarcerated inguinal herniation was identified at the anterior aspect of the cord and reduced. The bard flat mesh (device 1) was placed and secured at cooper¿s ligament with suture.¿ on (B)(6) 2007 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿an incision was made in the right groin. The hernia sac was identified and reduced. The cord lipoma was dissected and excised. The bard flat mesh (device 2) was placed and secured to cooper¿s ligament with sutures.¿ on (B)(6) 2019 ¿ patient was diagnosed with left groin pain thereby underwent open repair with partial excision of bard flat mesh (device 1). Per op notes, ¿an incision was made over the area of pain and a stitch abscess was identified at the fascial level. A wad of suture and a corner of mesh protruding into the fascia was excised. The rest of the mesh was noted to be in proper location and secured with sutures. Egd revealed a sliding hiatal hernia."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d4 (product catalog no, UDI no, lot no), g3, g4, g6, h2, h6, h10 corrected fields: b3 (date of event). This supplemental emdr represents the bard/davol bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent revision surgery on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.